Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type. H3: device evaluated by manufacturer. H10: additional narratives/data. One screw was not returned for investigation. Therefore, visual/physical evaluation could not be performed. The investigation was completed using applicable instructions for use, risk files and other available information. DHR review and complaint history review could not be performed since the lot/item number was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Based on the investigation, IFU, and risk management file review, the most likely root cause determined from the investigation was customer error (excessive torque applied) or patient factors. Therefore, based on the available information, device malfunction and the reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint (B)(4). A1: patient identifier is not provided / unknown. A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. E1: initial reporter¿s title is not provided / unknown. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : no item # or lot # or product available.

Event description:
It was reported that an unknown screw fractured in the patients mouth. Need screw removal tools in order to remove broken portion.